Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing. A chest x-ray was performed and confirmed that the lead is likely across the tricuspid valve as it was dislodged and taut due to patient growth. Sensing changes had been considered but were deemed suboptimal given recent undersensed beats during a ventricular fibrillation (vf) episode. No noise had been reproduced with isometric maneuvers. No adverse patient effects were reported. Additional information indicated that this lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update section b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing. A chest x-ray was performed and confirmed that the lead is likely across the tricuspid valve as it was dislodged and taut due to patient growth. Sensing changes had been considered but were deemed suboptimal given recent undersensed beats during a ventricular fibrillation (vf) episode. No noise had been reproduced with isometric maneuvers. No adverse patient effects were reported. This lead remains in service.